Event description:
Information was received from a healthcare provider regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 163.2 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was seen on (B)(6) 2024 for a dosing change (weaning) and was noted a motor stall occurred (B)(6) 2024. The healthcare provider (hcp) stated that the patient had magnetic resonance imaging (MRI) that day and the pump was not checked post MRI and she did not see a recovery. The technical service asked the caller how many times they checked the pump status on the (B)(6) 2024 and she stated only once. The hcp also stated there was no audible alarming since (B)(6) 2024 and no therapy symptoms but that was difficult to access per caller because the patient has not had good therapy results since the present pump was replaced (contractions and non-ambulatory). The patient has other mental health issues and is a poor historian. The patient went into the clinic ¿today¿ for a refill and further weaning of dosing. She was wondering about doing the refill due to the stall. Discussed telemetry state condition and MRI labeling, discussed checking the pump logs to confirm the stall recovery (B)(6) 2024. Call back as needed and reiterated MRI labeling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.